Event description:
The customer reported the generation of erroneous patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) and ise calibration stability errors on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and found the mid standard peri pump tubing fitting was cross threaded. The fse replaced the mid standard peri pump tubing which resolved the issue. The fse performed verification tests which included calibration, precision and qc. All tests passed without further issues. Customer was satisfied with service. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter - customer telephone phone #: (B)(6). Beckman coulter internal identifier is (B)(4).